Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this integrated programmer exhibited recurrent error codes. In addition, the field representative reported this integrated programmer shut down during a threshold test. As a result, the threshold test was forcibly terminated. The field representative provided this integrated programmer would be returned and repaired. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted due to a change in the h6, device codes field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this integrated programmer exhibited recurrent error codes. In addition, the field representative reported this integrated programmer shut down during a threshold test. As a result, the threshold test was forcibly terminated. The field representative provided this integrated programmer would be returned and repaired. No adverse patient effects were reported.